Event description:
On (B)(6) 2010, patient reported the down button on the device was defective. This was first noticed 2 months ago when trying to delivery a bolus. Pt was able to get the down button to work after trying a few times. Down button does not consistently respond. Pt has had the infusion device for approximately 2 years and delivers 6-8 boluses per day. Infusion device has not been dropped or exposed to water or insulin ingress. Both down and up buttons functioned as intended during troubleshooting call. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.